Event description:
It was reported via a trial that on (B)(6) 2010, due to acute coronary syndrome and respiratory failure, the patient underwent the index procedure with the deployment of two des stents, a 3.0 x 28 mm promus in the mid right coronary artery (rca) to treat in-stent restenosis of a duet stent previously implanted in 1999 and a 3.0 x 15 mm promus in the proximal rca. Post procedure residual stenosis was 0% in both cass sites. The patient received a peri-procedural loading dose of clopidogrel, 600 mg. On (B)(6) 2010, the patient began 75 mg clopidogrel dosing. On (B)(6) 2010, the patient began 325 mg aspirin dosing. The patient was discharged from the index procedure hospitalization on (B)(6) 2010. On (B)(6) 2010, the patient was admitted to the hospital with an acute onset of shortness of breath which was treated with steroids, oxygen, and a nebulizer. The cardiac enzymes were reported to be positive for a non st elevation myocardial infarction (nstemi). A cardiac catheterization was performed on (B)(6) 2010 which revealed 80% in-stent restenosis of the promus stent implanted in the mid rca and 70% in-stent restenosis of the promus stent implanted in the proximal lesion. The patient was treated with a 3.0 x 12 mm non-abbott balloon followed by the implantation of a promus rx 3.0 x 12 mm stent. The aspirin dosing was increased from 81 mg to 325 mg, and the plavix 75 mg dosing was unchanged. The nstemi was resolved on (B)(6) 2010, and the patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Restenosis and myocardial infarction are known adverse events as listed in the rx duet instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to filing the initial report, additional information was received: during the index procedure on (B)(6) 1999, two duet stents (3.0 x 23 mm, 3.0 x 8 mm)were sequentially implanted overlapping in the mid rca.